Event description:
Upon the interrogation of the subject pacemaker outside the operating room (after implant on (B)(6) 2014), it was reported that patient data were already filled with data unrelated to this patient (data was showing dates in (B)(6) 2014). The sales department determined that the pacemaker had been first delivered to another center/country. An explanation was requested. Preliminary review of the information received revealed that the pacemaker was initially sold in scandinavia, then sent back in stock, and was finally shipped to france.

Manufacturer narrative:
The device model involved in this MDR report is not approved in the u.s.; however, it is similar to reply dr or sr models approved under p950029.

Event description:
Upon the interrogation of the subject pacemaker outside the operating room (after implant on (B)(6) 2014), it was reported that patient data were already filled with data unrelated to this patient (data was showing dates in (B)(6) 2014). The sales department determined that the pacemaker had been first delivered to another center/country. An explanation was requested. Preliminary review of the information received revealed that the pacemaker was initially sold in (B)(4), then sent back in stock, and was finally shipped to (B)(4).